Manufacturer narrative:
The field service engineer (fse) noted "sample count outside limits error" messages in the analyzer's event log. The fse noted volume checks (substrate and dispense probes) were within instrument specifications. The aspirate probe volume check failed as the fse noted aspirate probe #3 was not completely aspirating all liquid from the reaction vessels (rvs). The fse replaced all aspirate probes and the associated peristaltic pump tubing and resolved the issue. System verification testing (system check, high sensitivity system check, precision testing, calibration, and quality control ) was within specifications following service. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the aspirate probes and peristaltic pump tubing, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported falsely elevated troponin I (access® accutni¿) results, within the risk stratification range, for three patients, involving the unicel® dxc 600i synchron® access® clinical system. The elevated results were not released from the laboratory. There was no patient consequence associated with this event. Subsequent testing of the patients' samples, on an alternate unicel® dxc 600i system, produced lower results within the normal reference range of the assay; the results were released to the hospital. The customer's acute myocardial infarction (ami) cutoff value is <0.04 ng/ml. During troubleshooting, the customer noted calibration and system check failed. Beckman coulter customer technical support (cts) advised the customer to reanalyzed all patient samples back to the last acceptable quality control recovery once the issue was resolved. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.